Event description:
Reporter initially noted that one of jaws broke in the eye during surgery. Able to remove with no patient injury. Additional information received on 03/16/2004 noted this could cause injury if it recurs. Patient is reported as ok.